Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and confirmed the reported problem. The system logfiles were checked and troubleshooting found that an error with the host pc os disk which was resulting in the system¿s start-up failure. The fse replaced the os disk of the host pc and restored the backup. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was not booting up. The system was not in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.